Event description:
Osteonecrosis, gingivitis, sinus infections, and implant rejection. Dose or amount: 40 mg, frequency: once weekly, route: po. Dates of use: (B) (6) 2005 - (B) (6) 2007. Diagnosis or reason for use: osteoporosis, knee replacement. Event reappeared after reintroduction: yes.